Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion, the excessive no delivery and unexpected restart test due to constant motor error alarm during bolus delivery. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. Pump was received with scratched lcd window, cracked case on lcd window along to case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and broken battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.